Event description:
Caller reported experiencing a cartridge alarm, specifically cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s level. The caller was informed that a replacement pump would be sent, with training available through tandem source. The caller agreed to return the faulty pump using a pre-paid label and to use a backup insulin pump in the meantime.